Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog washkit, it was reported that during the priming process, fluid leaked from the top of the centrifuge bowl. The tubing installation was rechecked and found to be correct, the machine showed no alarms, and there was no visible damage to the consumable. To ensure the procedure proceeded safely, the consumable was replaced with a new one, after which the system operated normally. There was no patient involvement, so no adverse effect occurred.